Manufacturer narrative:
E1: (B)(6) hospital.the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image noise. The issue occurred at inspection for use. There were no reports of patient involvement.